Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male had raw, red, and peeling skin that was oozing underneath two of the electrodes. The pt stated that the skin issue had been going on for a while. The skin started off itchy and only got worse. It is unk at this time if the pt received medical intervention for the skin irritation. Follow-up indicated that the affected area was better, and the pt was wearing the lifevest.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.